Manufacturer narrative:
Codman made numerous attempts to acquire details and locate the pump catheter by contacting dr's office. All attempts proved to be unsuccessful. It appears that dr's office is no longer in business. A review of the DHR revealed this pump met all testing requirements during the manufacturing processes. Without the device codman is unable to conduct a proper investigation. If at some point the device is sent back for evaluation a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Patient reported that she had a catheter replaced last year, which she quoted that her surgeon "fractured". It has been noted that, the patient claims the surgeon who implanted it didn't implant the catheter correctly, so they had to go in and move it from t-7 to t-8. That was 4 months after the first surgery. Within 4 months, she was back in surgery because the pain came back. Dr stated, it was because the catheter fractured.